Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During follow-up, the device had episodes of non-sustained right ventricle oversensing. Technical support reviewed the session records which indicated automatic mode switching (ams) overwrote the oversensing episodes. In addition, the session records revealed evidence of myopotential oversensing in one of the ams episodes, possibly due to enlargement of the myopotential signals by the lfa filter. Device reprogramming was recommended and the patient will be monitored. The patient is stable.